Event description:
It was reported the programmer had a software application installed, which would no longer connect to the gateway. The repair disk was ran and the software reloaded from the usb (universal serial bus), but the software was not available under the programmer menu. The programmer gave a message stating there were no software updates at this time. Then an update was attempted via the sdn (software distribution network) and the reinstalled software, but the software still was not available in the programmer menus. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified the initial report, corruption can disable software applications from working on this device, as a result the hard drive was reconfigured and the software was reloaded.